Event description:
It was reported that this electrode exhibited low impedances out of range after implant procedure. Technical services (ts) discussed reasons for lower impedance (fluids on board, anterior can, smaller patient). The field representative indicated that the patient is not small/narrow chested, there was no fluid in the pocket and a possible small amount of pericardial fluid. Technical services (ts) suggested a shock to measure actual impedance and defibrillation threshold (dft) test to confirm ability to convert ventricular fibrillation (vf). A shock was delivered, and the shock lead impedances were still low but within normal limits. The plan is to perform dft at a later time. This electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: code amended on h6 device codes: a072202.

Event description:
It was reported that this electrode exhibited low impedances out of range after implant procedure. Technical services (ts) discussed reasons for lower impedance (fluids on board, anterior can, smaller patient). The field representative indicated that the patient is not small/narrow chested, there was no fluid in the pocket and a possible small amount of pericardial fluid. Technical services (ts) suggested a shock to measure actual impedance and defibrillation threshold (dft) test to confirm ability to convert ventricular fibrillation (vf). A shock was delivered, and the shock lead impedances were still low but within normal limits. The plan is to perform dft at a later time. This electrode remains in service. No additional adverse patient effects were reported.